Event description:
It was reported that there was a connection issue between the cassette and the minicaptransfer set. The event was further described as "the transfer set was unable to disconnect from the cycler." This occurred when disconnecting after peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to b5, d1: brand name d4: catalogue #, d4: unique identifier (UDI) #, g4: PMA/510k # or bla #. B5: during follow up, it was clarified that the connection issue occurred between the amia cassette (previously not specified) and the mincap transfer set. D4: the lot number is unknown, therefore, only a primary di number could be provided. Should additional relevant information become available, a supplemental report will be submitted.